Manufacturer narrative:
Correction made to e1: initial reporter last name: sitte (previously submitted as custom) additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and showed the tubing line broken off at the junction of the distal luer lock post. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion tube of a large volume intermate broke off at the wing screw (luer)/tube connection. This was observed during setup and preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.